Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 9/21/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Additional documentation and customer notes were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens handled during explant. Furthermore, fibers were observed stuck to the lens, however this can be attributed to the lens being returned wrapped in gauze, and therefore cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure because of refractive error. There was no patient injury. No medical/ surgical interventions such as vitrectomy, incision enlargement or sutures were required. No further information was provided.